Event description:
The customer reported being in the emergency room due to high blood glucose of 322mg/dl. The customer stated that events leading to his admission were high blood glucose, soreness in the legs, and tingling in the arm. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. The customer mentioned that the infusion set was changed several hours before his hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.